Event description:
New total parenteral nutrition/morphine/ativan drip line hung at approx 2130; at approx 2330, I went in to begin assessment and noticed a fluid drop on my IV catheter. After disconnecting the line from the patient at the alligator clip, took the cassette out of the alaris and opened up the cassette. When I did there were two streams of fluid coming from the alligator clip instead of just one. I replaced the alligator clip and the broken one has been turned in. I unfortunately do not have the packaging.